Event description:
A healthcare worker experienced a feeling of "spattering" like burn on hands, then burning sensations moving to arms and face after being touched by her hands. She experienced these symptoms three to four minutes after removing a load from a completed cycle. The worker treated her symptoms by washing her hand and did not seek medical attention. The sensation quickly disappears once her skin is washed/rinsed and the worker was not wearing proper protective equipment. Prior to the incident, the field service technician stated the sterilizer was functioning per specifications.